Event description:
It was reported that during a da vinci si colon resection surgery the grasping retractor instrument had a broken wire at the tip. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the pitch cable being broken at the distal clevis hub. The cable segment that contains the crimp was missing in the clevis. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. Based on this, no additional follow up is required. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.